Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous glucose monitor error 42 occurred. In addition, it was reported intermittent occlusion alarms occurred. Customer changed the pump supplies to resolve the issue. Customer's blood glucose level was 100-150 mg/dl.